Event description:
Customer reported unit consuming more agent than expected. There was no reported pt injury. Co's investigation into the reported event is still ongoing. A follow up report will be issued when the investigation has been completed.